Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing/noise. Upon opening the pocket and removing the implantable cardioverter defibrillator (ICD) from the body, it appeared the tip of the rv lead was not fully pushed into the ICD header. The rv lead was fully inserted, and no additional noise was noted. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.